Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from the cap wing after filling. The device was filled with 1.3g tienam diluted with 100ml of normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured may 5, 2016 ¿ may 9, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.